Event description:
Medtronic o-arm was malfunctioning during a procedure. The first spin was done normally, but the o-arm would not open after this spin. We had to manually open the o-arm before we could pull it away from the patient. We were not able to do the final spin once the instrumentation was placed. A flat plate ap/lateral films had to be done to check the placement of the screws. Manufacturer response for medtronic o-arm, medtronic o-arm (per site reporter). Equipment has been repaired and is back in working order.